Event description:
It was reported the ambulance was transporting a patient to the hospital. As the ambulance turned into the hospital, it was struck by another vehicle on the passenger side bumper. Two of the medics reported injuries after the accident. The patient did not sustain any injuries as a result of the accident.